Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll germany for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. Review of the device activity log found instances where the device alerted the user that the device did not detect the pads or was unable to confirm a valid impedance through the pads. However, accessories were not returned for testing. The clinical file was not available for review. The device was recertified and returned to the customer. No trend is associated with reports of this type.